Manufacturer narrative:
A batch record review was performed. No non-conformance report (ncr) related to complaint issue were initiated for complaint order during production. No samples were received. Picture is received and evaluated. Hair is observed. Defect is confirmed. Root cause investigation was performed for ¿product with hair into package¿. On a base of the available information the investigation reveals: the possible causes for the issue are: - noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process; - cap does not provide full cover of hairs. The contributing cause for the issue is: - operator mistake during operational control of packaging. This is a not isolated case but, based on distribution of complaints by production date there is stable decrease of complaints in comparison with previous year. No corrective actions are recommended to implement. Retraining of production operators within annual training (planned february-march 2020) must be performed. Complaints with the issue will be monitored. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Common device name: uno drn ch14 spiral perf (40/120) int. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there is a hair in the product package.¿ the product was not used, no harm reported. A photograph depicting the reported compliant issue was received by the complainant.